Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel of the lower limb. An 8.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. The balloon was initially inflated at 10 atmospheres; however, on the second inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.